Event description:
It was reported that the high-definition liquid crystal display monitor occasionally presented no image. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the high-definition liquid crystal display monitor occasionally presented no image. There were no reports of delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5, g2: (unmark health professional and company representative). Correction to h6: component code: 841, imager does not apply to this event. The device was returned to olympus for inspection. And the customer's allegation was not confirmed. The device having no image was unable to be replicated. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined, since the issue was unable to be replicated, during device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. The malfunction was found faulty during maintenance. There was no patient or procedure involved. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information received from the customer. The malfunction was found faulty during maintenance. There was no patient or procedure involved. Olympus will continue to monitor field performance for this device.